Event description:
It was reported that there was a malfunction on the pump. The specific impact on the customer's blood glucose level was unknown as the caller declined to answer. Technical support decided to replace the pump, with a new one including updated software sent to the customer. The customer agreed to use multiple daily injections as a backup therapy and was informed about the required steps to take upon receiving the replacement. They were also guided on how to store the malfunctioning pump before returning it.